Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the fork joint was faulty and screws fell off the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the fork joint was faulty and screws fell off the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. Upon the event occurrence the device was not being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The root cause of this incident is a loose screw combined with an excessive forced rotation of the fork. A loose screw at the junction of the forks blocks the rotation but cannot lead by itself to a screw breakage without an improper use. The reason of this loose screw remains unknown because it is normally glued with loctite 222 during assembly but without parts returned its presence cannot be confirmed. Once the user detects the manipulation of the light at the fork location abnormal, a repair must be done as soon as possible. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).